Event description:
Caller reported a cgm error related to their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, and the caller was guided through the process. After the reset, the error code was not displayed again, allowing the customer to successfully start their sensor session.